Manufacturer narrative:
(B)(4). (B)(6). The device was serviced by a service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was visually inspected, functionally tested and an alarm log review was performed. During visual inspection the main display was identified to be inoperative; the reported condition was verified. The cause of the condition could not be determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged main display. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.